Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. It was reported the plunger on the syringe became stuck. To aid in the investigation, one sample of a 10ml control syringe from lot: 3206230 was received for evaluation by our quality team. The sample was missing the thump grip from the plunger rod and the plunger has a mark where the weld would have been connected to the thumb grip. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number: 309695, lot: 3206230. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot: 3206230 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10 manufacture narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger rod was broken/damaged, the following information was provided by the initial reporter: "needlestick injury due to broken syringe. The plunger on the syringe got stuck." Add info received. 1st customer response : which part of the syringe was broken? The plunger. Was it a contaminated/clean needle stick? Contaminated. Has the patient/user recover from the needle stick? Yes. Could you kindly provide the facility address for us to create a return label? (B)(6). What is the patient outcome? Are there any adverse events/serious injuries? As expected post-surgery, no adverse events. Was there a delay of, or change in, the course of treatment due to the event? Delay ¿ surgeon needed to wash needle stick sight, re-gown and glove. What type of procedure is being performed? Open reduction internal fixation right index finger proximal phalanx fracture. What was the medication/fluid in use at the time of the event? Marcaine0.5%. 2nd customer response: the surgeon experienced the needle stick injury.